Event description:
Customer reported the insulin pump alarmed button error while she was trying to administer herself insulin because she kept pressing the buttons. Customer's blood glucose level was 96 mg/dl. Customer reported stated she wore the device in her bra as a significant event that may have caused the alarm. Customer was advised to discontinue use of the device and revert to back up plan. No further information reported.

Manufacturer narrative:
No button error alarm noted. The insulin pump had no button response due to corroded keypad traces. The device was received with scratched display window, cracked case at display window corners (all corners), cracked battery tube threads, cracked reservoir tube, cracked reservoir tube window, cracked reservoir tube lip, and cracked belt clip slot. The device was received without belt clip, unable to verify damage to belt clip.